Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) reviewed and programing was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) reviewed and programing was performed. This device remains in service. No adverse patient effects were reported. Additional information was received stating this crt-d was explanted and replaced. No additional adverse patient effects were reported.